Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, pt reported pairing request after tx was paired. Data was provided for evaluation. Data review confirmed the reported event of a pairing request as the patient experienced a failed transmitter error. The probable cause was determined to be low transmitter battery. No additional patient or event information is available.